Event description:
Reportedly, while monitoring a non-critical pt through a pt cable and combination electrodes, the device inappropriately displayed the pt ECG as a flatline trace. Additionally, during this same use, the device displayed a service light. A backup device of unspecified manufacture was made available and used to continue pt treatment. The reporter stated that there were no adverse affects to the pt being monitored.